Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user received an ¿unable to proceed/restart¿ alert while attempting a meal announcement and later an insulin occlusion alert with a reported blood glucose of 361 mg/dl, after which a full infusion set change using an inset 6 mm/23 in was completed with successful fill and insulin delivery resumed; this event is consistent with an obstruction of insulin flow involving the connector/coupler of the infusion set. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem leading to obstruction of flow at the connector/coupler, which resolved after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.